Event description:
It was reported to medtronic neurosurgery that the patient had a history of obstructive hydrocephalus and a posterior fossa mass that required placement of a ventriculoperitoneal shunt. According to the report, the patient presented with abdominal pain, and the shunt was externalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional patient information: it was reported that the shunt was explanted due to infection. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).